Event description:
The customer reported a ventilator gave a error code 1102 indicating a check ventilator primary alarm failure and a 5021 error code indicating a mc speaker failure was found in the event logs. The unit was on a patient and started giving the 1102 error code, the unit was operating fine, however, the alarm could not be cleared. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer that they may need to replace the speaker assembly and provided the part identification number. Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.